Event description:
It was reported that upon opening a foreign object was discovered inside the package. No patient injury or clinical affects was reported.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: UDI number is unknown; no information has been provided to date. G5: 510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: regulatory(B)(6). One device sample was received without the original packaging. Five (5) photos were included for evaluation; photos show foreign material inside the package. Per visual inspection, the complaint was confirmed. Other analysis, the process was reviewed to try to identify somewhere that could result in the contamination presented in the part returned, nothing was found on the workstation that could contaminate the material during the review. Another analysis was performed to review the possibility if the foreign matter could have been introduced inside the package, due to its design, the polybag has perforations at the ends, which helps with air circulation and through these spaces contaminating material can be introduced outside the assembly area. Based on the analysis conducted in the sample provided, a root cause could not be associated with the assembly process, the clean room area is classified as class 9, therefore any carton is not allowed inside the area and an appropriate dress code is used to enter the clean room. The potential area where this foreign material can be introduced is in the packaging area. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. As preventive action, it was performed a gemba walk to identify possible damaged carton boxes in the packaging area and segregate any box that could cause possible carton detachment.